Manufacturer narrative:
Section d4: corrected primary unique device identifier number.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped communicating during a procedure, causing a 15-minute delay to patient care. Customer stated that they moved the procedure into a different room but requested for the station to be fixed as soon as possible as they had scheduled procedures in the operating room. No other information as released by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: a1, d1, e3, g1, h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 19-oct-2021 to 19-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that communication sled needed a replacement. A field service engineer replaced the communication sled. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped communicating during a procedure, causing a 15-minute delay to patient care. Customer stated that they moved the procedure into a different room but requested for the station to be fixed as soon as possible as they had scheduled procedures in the operating room. No other information as released by the customer. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the field service engineer found that the station would not power on, after inspecting the device's power supply successfully, the service engineer determined that the communication sled was not working. Communication sled replaced to resolve; station tested successfully. The system functioned as intended.